Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. As an initial corrective measure, the customer rebooted the system twice, which temporarily resolved the issue. A review of the system logfile found a malfunction with flexvision pc. Subsequently, the philips field service engineer (fse) visited the site and performed multiple system restarts, which resolve the reported issue permanently. After multiple restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot. The user had to perform two hard reboots to resolve the issue. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.